Event description:
During customer testing, it was reported that the device had a blank display. Physio-control evaluated the device and found that it was not booting up properly and locked up. The device could not be used to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause for the malfunction to be the j3 connector. The loose fitting pins of the connector to the memory pcb resulted in an intermittent lock up failure.